Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the device was put through extensive testing including bench handling and full functionality stress testing with a known good ECG cable and multifunction cable without duplicating the report. The multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer along with a new multifunction cable. It is noteworthy to mention the multifunction cable used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.